Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where patients were not crossing over. The technical support specialist (tss) confirmed that messages were processing; however, when they were found to be piling up, standard recovery steps were followed, including waiting periods, stopping and starting the external inbound messaging service, and restarting the database server when processing did not resume. Investigation showed that the messaging service was not functioning efficiently due to a large backlog in the db purge. After coordinating with the product support engineer repaired the database purge on es server, the purge was managed until the queue became current, and the purge queue has remained at zero, indicating the issue is now resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server had an issue where one new patient failed to show up. The customer stated that this malfunction occurred when the user attempted to issue medication to the patient. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ es server patient was not showing up.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server patient was not showing up.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes no findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.